Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an intermittent network communication issue related to internet protocol (ip) configuration instability. The field service engineer (fse) replaced the all-in-one (aio) unit, docking board, and communication sled, configured network settings, and deployed firmware and firewall packages. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in disconnected mode with a recurring communication error. The customer noted that a similar issue had occurred previously and was resolved by correcting the ip address; however, the issue recurred. As a result, the pyxis system and the ehr were not communicating, causing medication orders to be inaccurately displayed on patient profiles. Due to this issue, nurses were unable to see the medication orders accurately on the patient's profile the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.